Event description:
Alaris double IV pump, inventory failed operation function of stopping and alarming of air in line of continuous IV infusion on patient, unknown amount of air entered patient. Dr. Notified and assessement performed. Dates of use: 2009.